Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and right ventricular (rv) lead was capped due to inappropriate shock. The patient's status was unknown.

Manufacturer narrative:
Reported complaint of inappropriate shock was not confirmed. The device was received in normal end-of-service (eos) range of operation. Analysis of device image was performed, and no anomalies were noted. Further electrical testing was performed, including high voltage shock test, and no issues were noted. Longevity assessment found the device was operating at the end-of-service (eos) voltage consistent with normal usage.